Event description:
The customer reported that during a total bilateral knee joint replacement, there was a fire. They had just finished mixing and putting the cement in place when some tissue fell over into the cement. The surgeon used the pencil to burn the tissue before it dried in the cement. During activation of the pencil, they thought they saw something like a flame but weren't sure, and it appeared to go out on its own. During the second activation, there was a flame/fire, nurse reached over and extinguished it with saline used for irrigation. There was no pt injury or impact. There was no staff injury. The cement is made by biomet (a non-covidien product).

Manufacturer narrative:
(B)(4). The incident pencil has been requested but to date has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.